Event description:
It was reported that a patient presented to the emergency room with bradycardia and dizziness. Upon interrogation the pacemaker exhibited backup vvi operation. The pacemaker failed to deliver output. The patient had an external pacemaker and was stable. The pacemaker was explanted and replaced successfully. The patient was in a stable condition.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to checksum error. Multiple bit flips were noted. The device was tested on bench and no anomalies were found.